Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user was hospitalized due to diabetic ketoacidosis (dka) with a reported blood glucose (bg) level around 500 mg/dl and was treated with intravenous insulin and potassium.